Event description:
It was reported that during a sleeve gastrectomy procedure that on the first firing using a green reload and gore seam guard; surgeon left a one centimeter gap at crotch of the staple jaws. It was noticed after the firing that the camber joint was bent after the first firing. Staple formation was fine and there were no malformed staples. Another like device was used to complete the procedure. Procedure was completed successfully with no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 4/5/2024. D4: batch # 540c92. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with the anvil bent upwards and with no reload present. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence. The staple line and cut line were complete and the staples meet the staple release criteria. No damage on the joint cover was noted. The device event log was reviewed and showed that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. It is possible that the device was clamped over an excess of tissue causing the anvil to bend. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 540c92, and no non-conformances were identified.